Event description:
It was reported that the device had an error screen on power up. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the device had a scratched lcd lens, bubbled downstream occlusion (dso) sensor, and worn upstream occlusion (uso) seal and sticky latch lock. Service history identified the device has not been serviced in the past. The event history log was unable to be reviewed due to the error code. Functional testing duplicated the customer reported issue. The investigation determined that the cause of the issue was the motor sense being too high due to an issue with the printed wire assembly (pwa) board. The pwa board was replaced along with the dso and uso seals.